Manufacturer narrative:
This report is being file on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a (B)(6) result. The customer indicated the patient has a history generating a (B)(6) result. The customer generated a results of approximately (B)(6) and upon retest generated a result (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
In the initial submission it was indicated that the 'serial #' was unknown. The incorrect field was populated. The 'lot #' should have indicated unknown. Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. A sensitivity testing protocol was executed using lot 40266li00 (this is a representative lot which was in use by the customer, it is unknown which lot was used during the customer issue); testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect (B)(6) reagent list number 06c37, lot number 40266li00, was identified.